Event description:
Amo received notification that a female experienced acanthamoeba keratitis in (B)(6) 2003 while using complete moistureplus multi-purpose solution. Additional info has been requested, but not received. The product identified by the reporter was not distributed in pt's region until 6 months after the pt was diagnosed. Therefore, this report is being submitted referencing the product that was available in (B)(6) 2003.

Manufacturer narrative:
Lot number of solution used by pt is unk, and the manufacturer does not have any pt info that would allow us to further our investigation of lot number and adverse event details. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.